Event description:
It was reported that "brown color liquid came out from the tip of the dilator case when the customer flushed colorless saline into it with the dilator inside before use." The customer questions if this liquid is a rust. There were no patient complications reported.

Manufacturer narrative:
Only one 0.035" x 45cm guidewire with its holder was received for evaluation; the dilator reported was not returned. Prior to decontamination, examination found no rust on the guidewire. There was what appeared to be tissue in a small area of the outer coil wires. The guidewire appeared to have been used. Post decontamination the guidewire was examined closely under microscope at 10x magnification. Again no rust was observed. The guidewire is made of high grade (302/304) stainless steel and is unlikely to rust. The tissue observed in the pre deco examination was no longer on the wire surface. The holder was examined and nothing was observed inside the holder. As the dilator was not returned, it is not clear if the customer meant the guidewire holder is where the fluid came from. Visual examinations were performed with the unaided eyes. The complaint of foreign material could not be confirmed during the evaluation and there was no evidence of a manufacturing nonconformance. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.